Event description:
It was reported via repair work order that the power cord sheathing was damaged. It was further reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord was missing its ground prong. It was further reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted as it was initially reported the power cord sheathing was damaged. Investigation found, however, that the power cord was missing its ground prong.